Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient who was implanted with an implantable neurostimulator (ins) for ur inary/bowel dysfunction. It was reported that the reason for the call was the caller stated that the patient had an appointment with them the night of the call for an MRI and the patient was telling them that the stimulator had moved. The caller stated that they just did an MRI on the patient's lumbar spine back in (B)(6). The patient was redirected to their healthcare provider to further address the issue. The agent reviewed MRI guidelines. The caller did not have info on the event date or specifics of the ins moving. The patient called the same day and stated they were leaning over yesterday and their girlfriend noticed the bladder stimulator was sticking sideways and not like it normally was. The patient said they had been feeling the implant moving but were not realizing it until someone saw it in a different position. The patient mentioned they were supposed to get an MRI today at the hospital and the hospital was going to call the manufacturer about the issue. The patient stated they had already had them do x-rays a couple weeks ago to make sure the leads weren't broken, but now the implant was turning. The caller mentioned that the ins was getting removed on thursday. The agent reviewed MRI guidelines with the caller. The patient was redirected to their healthcare provider to further address the issue.